Event description:
Narrative from staff: it has been reported that we are seeing an increase in mayo stand covers having holes in them. Staff have saved two of the three pack list from the packs that these mayo stand covers have come out of. The mayo stand covers are coming out of the general endo osc packs.